Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt suffered from a stroke two days post-implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted the s-ICD implant was unremarkable and defibrillation threshold (dft) testing was performed without issue. No further adverse pt effects were reported.